Event description:
It was reported that within 25 minutes of starting dialysis treatment with a polyflux 140h, the patient experienced dizziness, precardiac discomfort and cold sweat. The patient was treated with dexamethasone (5 mg) and ¿50% glucose solution 40ml. The patient recovered from the symptoms. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.